Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that the patient had an ins and was implanted about 20 years ago. It was reported that ¿it doesn't work anymore, couldn't find the parts.¿